Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v063567, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot# v063567, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
It was reported that the patient's chart from (B)(6) 2012 showed impedances over 4,000 ohms on c+/0-. No symptoms were reported. The patient's ins was replaced four months later, and the leads and extensions were not changed.

Manufacturer narrative:
(B)(4).